Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review (B)(4) and review of the fdas total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4).

Event description:
Customer called stating his vet ordered him 40 boxes on true plus insulin syringes and stated 3 out of every10 syringes has a defective needle needle bends in half and he is losing his cats insulin.